Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported PICC line leaking from line, on inspection crack noted. PICC clamped above crack to prevent air entry, line removed. Whole lumen leaking, PICC removed, chemo delayed pending new cvad insertion. No patient harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr dual lumen powerpicc sv catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Evidence of kinking was observed in the catheter tubing at multiple locations between the 12 and 19 cm depth markers. A microscopic observation revealed two longitudinal splits in the catheter tubing, directly opposite from each other just distal to the molded joint. Both splits were observed to be slightly curved with mostly even edges. The fracture surfaces were observed to be rough and granular in texture. The shape, location, and orientation of the observed splits indicate the catheter was most likely damaged due to prolong or repetitive compression and/or kinking during use. This complaint will be recorded for future trending and monitoring purposes.